Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on june 9, 2006, and alleged that his meter was reading inaccurately high. The medicall affairs specialist mailed a letter on june 14, 2006, since the user could not be reached by telephone for further clarification. The patient reported testing on his meter, in 2006, and obtained three results on 200, 218, 235 mg/dl. Sometime afterwards (the time difference is unknown), he tested on a different meter and obtained a result of 70 mg/dl. The patient went to the hospital, and at approximately 2:30 a.m., he was tested on a hospital meter, obtaining a result of 180 mg/dl. The patient reported feeling ligh-headed and was treated with IV glucose. It is not clear if this result of 180 was obtained before, during, or after treatment. It would have been helpful to know what times the different results were obtained, when his symptoms began, and why the patient was treated with IV glucose. The testing technique was correct and the technique for cleaning the puncture site was correct. However, the patient stated that the code on his meter did not match the code number on his test strips. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient obtained high results on his meter; subsequently reported feeling light-headed and was treated with IV glucose. It is not clear if the patient was truly hypoglycemic as the blood glucose result on the hospital meter was 180 mg/dl. A replacement meter has been sent.